Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads dislodged due to the patient's twiddler's syndrome. The patient reported that they had been manipulating the cardiac resynchronization therapy defibrillator (crt-d) pocket. The leads were reprogrammed so the patient was only pacing and sensing in the ventricle and the patient was to undergo a revision in the near future. The system remains in use. No further patient complications have been reported as a result of this event.